Event description:
Pt went into ventricular tachycardia during procedure. Pt did not respond to implanted cardiovascular defibrillator but responded to external defibrillator. Eval of the implanted defibrillator showed high voltage impedance. Under x-ray lead appeared to be broken and separated from main coil body. New defibrillator implanted. Old lead capped and is no longer in use.